Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: m365sc2218700, upn: scs-linear leads, model: sc-2218-70, serial: (B)(6), batch: 7104853, UDI: (B)(4). Product family: m365sc2218700, upn: scs-linear leads, model: sc-2218-70, serial: (B)(6), batch: 7105004, UDI: (B)(4).

Event description:
It was reported that patient had some redness and swelling. It was noted that patient had an infection and was placed on antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device will not be returned due to facility policy. The patient was doing well post operatively.

Event description:
It was reported that patient had some redness and swelling. It was noted that patient had an infection and was placed on antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device will not be returned due to facility policy. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 34808547, UDI: (B)(4).